Event description:
The consumer reported a false positive result with the binaxnow covid-19 self-test performed on (B)(6) 2021. Confirmation testing was performed via pcr on (B)(6) 2021 and generated negative results. No additional patient information, including patient treatment and outcome was provided.

Manufacturer narrative:
Corrections: b5, d3 (email), g1, g4 (PMA/510(k)). Additional information: b3, h6. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test. Confirmation testing was performed with pcr and generated negative results. No additional patient information, including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.